Event description:
Information received notes that about two weeks post pulse generator implant, the patient presented to the emergency room with syncope and a heart rate in the 20's. A surface ECG and a vegm revealed ventricular oversensing. Bipolar impedance varied between 2190 ohms and 474 ohms. The ven- tricular sensing was programmed to 8.0 mv and the physician placed a temporary pacemaker programmed to 55 ppm vvi mode. The lead was subsequently capped.